Event description:
An endoscopic transurethral resection of the prostate (turp) was in progress when the fiberglass tip of the outer resectoscope sheath came off in the bladder. Attempts were made to grasp and remove the tip for about one hour without success. Another endoscopic surgical procedure was done two days later to extract the object.